Manufacturer narrative:
One used sample was returned for eval. During functional testing, the needle arm was advanced into the capture shelf with an audible click. No damage, defects or anomalies were observed. A review of the device history records and related documentation did not show any mfg issues. As the returned product was confirmed to operate as intended, there was no evidence found to suggest the reported event was device caused.

Event description:
User facility reported device was removed from use with pt and user was unable to lock needle into protection device. No adverse effects to pt or user reported.